Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing, with 3 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 09:38:09 and 09:57:42. It also revealed interference/noise, with a ventricular short interval count v-sic=6.2 counts avg/day, in 10.85 days, between (B)(6) 2011 17:42:36 and (B)(6) 2011 14:12:50. A lead integrity alert triggered, with 1 - patient alert for lead failure predictor on (B)(6) 2011 09:56:49.

Event description:
It was reported that that right ventricular lead triggered a lead integrity alert due to intermittent t-wave oversensing. The electrogram showed small amplitude r-waves. The lead remains in use awaiting further consultation with the physician. No patient complications have been reported as a result of this event.